Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be magnetic resonance imaging (MRI) exposure without enabling the MRI settings. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.